Manufacturer narrative:
(B)(4). Date sent: 6/20/2024 d6a and d6b: exact date is unknown. Assumed the first day of the month. H10 = b3: unknown; captured as awareness date. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: do you have the linx product code? Lxm15. Do you have the lot number and serial number (if applicable)? On the op note ¿ waiting for surgeon to email back. On what date was the device implanted? (B)(6) 2023. Were there any intra-operative complications during implant? None. Was there any hiatal or crural repair done at the same time as the implant? Yes. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Ogd, barium studies. Can you share the results of the diagnostic tests? Unremarkable. Do they have an autoimmune disease? No. Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Unknown. Are they currently taking steroids / immunization drugs? No. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Requested via proximy. When and if the linx device is removed, may we ask that the device be returned for analysis? Not available. Implanted (B)(6) 2022, explanted (B)(6) 2023. What was the exact date of implant (what day of the month)? Not available. What was the exact date of explant (what day of the month)? Not available. What is the lot number of the linx device? Not available. When using the linx sizing device what technique was used to determine the size? Normal ¿wiggle technique¿ ¿ no compression on oesophagus. How severe was the dysphagia/odynophagia before intervention? Moderate. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Besides the reported dysphagia, what was the reason for removal of the linx device? Just dysphagia. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was removed due to dysphagia but is an elderly patient with co morbidities. No other details are available at this time.